Event description:
I am a general surgeon and on (B)(6) 2016 my partner and I performed colorectal surgery on 2 patients each requiring a colorectal anastomosis. We used covidien 28mm eea staplers for these anastomoses. Each anastomosis is tested with gentle air pressure to ensure an airtight seal prior to finishing the operation. If there is an airleak then the anastomosis should be taken down and redone until an airtight seal is obtained. For the first patient the first eea anastomosis had an air leak. We took that down and used a second eea stapler and the second eea anastomosis had no air leak. For the second patient the first eea anastomosis had an air leak. We took that down and used a second eea stapler and the second eea anastomosis fell apart in our hands. We then did a hand sewn anastomosis. These stapler misfires prolonged each operation by 2-3 hours. One of the patients suffered a pulmonary embolism which may have been caused by her prolonged operation. We diverted both parties with loop ileostomies. Had the first anastomoses been successful then both patients might not have needed diverting ileostomies. After some hard thinking the next two nights I finally thought about looking at the lot numbers of these staplers. Lo and behold the three staplers that failed were from lot p4j0665kx. The one good stapler was from a different lot. I admit that these three stapler misfires may have been user/technical errors and the association with this lot number is only coincidental. But perhaps it is not coincidental. I think that an investigation into this lot number is in order.